Event description:
Home patient (hp) reports spiking a new bag onto an already spiked line of the homechoice set after noting bag fell off of line during dwell 2/5 of automated peritoneal dialysis treatment. Baxter technician assisted hp in ending treatment and restarting with new supplies. Rn reports hp was treated prophylactically the following day at unit with ancef 1 gm x 1, with no resulting injury.